Event description:
The customer reported to a baxter representative a condition of one 4-way large bore (lipid resistant) stopcock that was alleged to be leaking when connected to a microclave connector, product code "mc100", manufactured by ICU medical, inc. This leak was observed during infusion on an unknown patient. The affected products were swapped out for unknown products, and therapy was concluded without further incident. There was no report of patient injury, medical intervention, or adverse reaction associated with this event. No additional information is currently available.

Manufacturer narrative:
(B)(4). Evaluation is pending receipt of the sample. Upon completion of the evaluation, or should any additional information be made available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed, as no leaks were observed. The sample was put through water pressure and separation testing, which the sample passed with no observed failures. Therefore, no root cause could be identified. Additional information: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.